Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device worked wonderfully and had not had any problems so far. Since (B)(6) 2016, the patient would be sitting or laying down and would feel fluttering on the side of the implant. The patient was wondering if that was normal or if she needed to make any adjustments. It was indicated the patient had stimulation in the wrong location. The patient felt stimulation in the location of her implant and in her upper hip. It was indicated the stimulation was comfortable. The patient's indication for use was fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
New information was received from a consumer. It was reported that for the last 5 weeks the patient has been feeling a fluttering/vibration sensation on the side of her body/above her hips. The patient stated that the feeling is not uncomfortable, it is just concerning. The patient reported that sometimes when she breathes in, she can feel the sensation, and sometimes when she breathes out she stops feeling it. It was also noted that sometimes when she is laying in bed at night, she feels the sensation and she will try to shift her position to make it go away. Sometimes it goes away, sometimes it does not. The patient stated that she had to turn her implant off on (B)(6) 2017 for an unrelated arm surgery. The patient started feeling the sensation 3 weeks after the surgery. The patient also noted that at one time, she was not feeling stimulation at all. The patient confirmed that she is getting 50% or greater symptom relief. No further complications were anticipated/reported.